Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is 221 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. No button error alarm during testing noted. Insulin pump received with cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip, belt clip slot minor scratches and cracked display window.